Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data was collected from the device and no anomalies were found.

Manufacturer narrative:
No eval. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and died approximately three weeks post implant of the implantable cardioverter defibrillator (ICD) device system. The patient is reported to have passed away at home. Physician review of the recorded episodes did not show any failure to treat; however, three episodes were overwritten but subsequent episodes. The initial episode reviewed with electrogram noted the patient had non-sustained ventricular fibrillation (vf).

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: 6935m62 lead, implanted: (B)(6) 2014. (B)(4).